Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "ECG monitoring failure" and "ECG disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device passed functional testing without duplicating the report. Log review showed ECG monitoring failure alongside rapid cable ID changes, suggesting that the multifunction cable (mfc) was intermittently making connection to the device or electrodes. The mfc cable was returned and passed testing. The defib receptacle and mfc cable were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.